Event description:
Report received on 08apr2025: per report: cvs caremark pharmacy called because patient was not able to draw his medication, the vacuum seal was not working. She gave her email address and phone number as contact to get replacement product for her patient. 24apr2025: ms made 1st attempt for follow up to the reporter for additional event details and sample availability/photos: hello- pt was not able to properly draw the medication- we had a nurse call pt and walk through another way to draw the medication to infuse as pt was in an active bleed. Pt does have defective vials and would like to ship them back.

Manufacturer narrative:
This MDR is submitted following a retrospective complaint review conducted under CAPA: pr 5560509. The event met MDR reportability criteria but was not reported within the required timeframe due to an initial misassessment of reportability. This report is being submitted upon identification of the reporting gap and confirmation of reportability. There was no physical sample or photos available of the reported defect. Reported defect cannot be verified. There were no nonconformities, failures, or deviations documented in the batch record during the manufacturing of advate with baxject iii lot: tata048a which could have contributed to the reported problem. A review of the monthly report (apr 2025) for advate bjiii was also performed relative to the subcategory "no diluent transfer". The complaint rate for 2025 is approximately (B)(4) compared to 2024 (B)(4) and 2023 (B)(4). D2a: procode: baxject iii is an integral device constituent of the advate combination product and is not marketed or regulated as a standalone medical device. The FDA emdr system requires selection of a product code; therefore, product code lhi was selected based on the device's reconstitution function and historical baxject product family. Baxject iii does not have an independent FDA device product code.